Manufacturer narrative:
Lens not received for analysis. Device was not received by the MFR for eval. The lens met all device manufacturing specifications prior to release. Halos and glare are known and labeled possible side effect of multifocal lens implant.

Event description:
The intraocular lens was removed and replaced due to the patient's complaint of halos and glare. The patient recovered without complication.